Manufacturer narrative:
One video provided for evaluation; one video provided, confirms the complaint of leaking from the b port. The reported complaint can be confirmed from the video provided. Probable cause is stick down of the clave on the b port. The device history for lot number 14216447 was reviewed, no relevant nonconformities observed that would have contributed to this complaint. Updated information in d9. Correction in d3. Registration site should be rs-0003.

Event description:
A complaint was received regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103inch that experienced leakage. The reporter stated that there is a leaking that is occurring from the b port of the primary set. They are getting about around 5-10 per day of these stick downs. The mating device to the b port is cl3011. The specific lot number used when they were there was 14170139. The drug will vary per patient and therapy needed. Additionally, the time that the set was being used will also depend on those specific therapies. The event date was on 01-apr-2025 occurred during used on patient for chemotherapy treatment. There was patient involvement, no adverse event and unknown delay in therapy. Same video of leaking was provided. Update: chemotherapy was leaking out of the top of the depressed cassette.

Manufacturer narrative:
E1 - this complaint was received through: (B)(6). The investigation is pending completion. Upon completion a supplemental MDR will be submitted.